Event description:
A malfunction was reported with a tandem pump, indicated by malfunction code 199, which cts identified as an issue with the pump displaying malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) as backup therapy, and the pump was scheduled for replacement by cts under warranty. Cts confirmed the shipping address and instructed the customer to put the pump into storage mode and return it using a pre-paid label within 10 days, which the customer understood and acknowledged.